Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported that the patient was tested positive for hepatitis c and had blood in their urine. The patient stated that they didn¿t know if this had to do with their liver. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that they felt their leads had moved. The patient stated that the feeling went away but was now in their lower vaginal area. The stimulation was comfortable, but the soreness had moved to the vagina. No further complications were reported.